Event description:
Additional information noted that the device was beeping.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up out of range shock impedance measurements were noted when it comes to this device and right ventricular (rv) lead. It was noted that the pacing thresholds had increased as well as the pacing impedance measurements. An x-ray did not show any change in the lead position. A follow up was planned to do another x-ray to evaluate the lead connection. No adverse patient effects were reported. Additional information noted that x-ray was received by boston scientific technical services (ts) which showed that lead under insertion could explain the shock impedance measurements which were out of range. A device review will be performed. Additional information noted that a revision took place and this rv lead and device were disconnected and reconnected. After reconnection the pace impedance measurements were normal but the shock impedance measurements were out of range. An induction test was performed which showed a shock impedance measurement which were within normal range. The system remains implanted.